Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for the suspect mouse. No parts have been received by manufacturer for analysis. On 09/24/2015 a medtronic representative performed a navigation system check-out, hardware test passed, software test failed. System was unresponsive and cause of the mouse complaint. Re-started the fusion system. All systems functioning properly. On 10/01/2015 a medtronic representative, following-up at the site, reported when going to the site, found the navigation system to be unresponsive, the mouse was just how the site became aware of it. Re-booted the navigation system and everything is functioning properly. That navigation system is currently being used in a procedure. On 10/13/2015 a medtronic representative, following-up at the site, reported this incident happened while preparing for a procedure later that day. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system mouse was unresponsive. In trouble-shooting, it was recommended they switch usb ports and determime if a second mouse would work on the system. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.